Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was permanently illuminated. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2011. During this time the pad-pak was removed and re-inserted twice. It was also manually switched on 19 times. Twenty two successful self tests were recorded. A visual inspection revealed an attempt had been made to open the device. There was damage to the casing and the screws were loose. Once it was disassembled the ferrite was found not to be in its housing and there was damage to a capacitor. Testing revealed a fault with the membrane. Once the membrane was replaced the green status indicator flashed as normal. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.